Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-14707. It was reported that the patient presented for a follow up in clinic. It was noted that noise reversions and true noise leading to oversensing was observed on the atrial and ventricular leads. The noise was not reproducible. The atrial lead noise led to auto mode switching (ams). No programming changes were made, the patient and leads were to be monitored. The patient was stable.